Event description:
Port was placed for therapeutic purpose on an unk date. Upon notification of a voluntary recall initiated march 2005, by boston scientific corporation, the pt came into the hoso to have the port checked. Extravasation was reported at the port site. The port was replaced in 2005 and the extravasation cleared.